Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent dislodgement, shaft break, and removal difficulties occurred. A thrombosis was found at the distal edge of a stent that was implanted a year ago with a large thrombus in the proximal third and origin of the right coronary artery. A fighter guidewire was passed through the lesion, followed by thrombectomy with export manual aspiration catheter. A 3.50 x 38 synergy ii drug-eluting stent (des) was advanced for treatment but failed to cross through the intra-stent. The device was retracted, and the lesion was pre-dilated with a 3x15mm emerge balloon catheter. After a 7fr non-boston scientific guide catheter was inserted, the same stent was advanced again but still failed to cross. So, a 4x12 nc balloon was used for intra-stent pre-dilation. Another 3.00 x 38 synergy des was advanced after a samurai guidewire was crossed the lesion. However, the stent also failed to cross the lesion. This time, the 3.50 x 38 synergy ii des was noted to be deformed, detached, and was difficult to retract. The device was finally removed with particles of intracoronary tissue. Subsequently, the third 3x38 synergy ii des was introduced; however, it also presents difficulties in its passage with deformation of the hooks and detachment of the same from the middle segment of the stent. The third new fighter guidewire was passed coaxially in the ostio coronary and the 3x20 and 3x28 synergy stents were successfully implanted. No patient complications were reported.

Event description:
It was reported that stent dislodgement, shaft break, and removal difficulties occurred. A thrombosis was found at the distal edge of a stent that was implanted a year ago with a large thrombus in the proximal third and origin of the right coronary artery. A fighter guidewire was passed through the lesion, followed by thrombectomy with export manual aspiration catheter. A 3.50 x 38 synergy ii drug-eluting stent (des) was advanced for treatment but failed to cross through the intra-stent. The device was retracted, and the lesion was pre-dilated with a 3x15mm emerge balloon catheter. After a 7fr non-boston scientific guide catheter was inserted, the same stent was advanced again but still failed to cross. So, a 4x12 nc balloon was used for intra-stent pre-dilation. Another 3.00 x 38 synergy des was advanced after a samurai guidewire was crossed the lesion. However, the stent also failed to cross the lesion. This time, the 3.50 x 38 synergy ii des was noted to be deformed, detached, and was difficult to retract. The device was finally removed with particles of intracoronary tissue. Subsequently, the third 3x38 synergy ii des was introduced; however, it also presents difficulties in its passage with deformation of the hooks and detachment of the same from the middle segment of the stent. The third new fighter guidewire was passed coaxially in the ostio coronary and the 3x20 and 3x28 synergy stents were successfully implanted. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system; catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid to distal struts lifted and pulled distally over the balloon cone and tip. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.